Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the font size on her onetouch ping meter¿ display was too small and she was unable to see the bolus total. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on an unknown date/time. The patient claimed she was unable to see how much bolus insulin to administer through her insulin pump because the subject meter¿s font size on the display is too small. The patient claimed that in response to the alleged issue, she didn¿t take enough bolus insulin. The patient claimed that 30 minutes to 2 hours later she developed symptoms of feeling ¿pressure in temples, feeling of being drugged, light headed, sweating¿ despite her symptoms she denied receiving any form of medical intervention. The patient stated she did have a back up meter available. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (6/24/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 6/13/2013 and 6/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.